Event description:
Aerin representative reported that the physician bent the stylus shaft too close to the tip and applied too much pressure during use. The tip broke. The loose component was retrieved from the nasal passage. No patient injury or complication were reported. Another device was used to complete the procedure.

Manufacturer narrative:
None